Event description:
In (B)(6), nurses began reporting concerns about the way their n95's fit and felt. They described the masks as feeling thinner, straps felt loose, and were unable to obtain a seal and in general "did not feel right". These masks were distributed to the hospital by 3m from an outside vendor. 3m was not the manufacturer of these masks. Supply chain informed 3m of this issue. All masks with the lot numbers listed were immediately pulled from the hospital shelves and returned to 3m.